Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit displayed an e-2 error message. It was further reported that this happened during a case. Further, there was a 5 minute delay with no adverse consequences or medical intervention needed.